Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit. The device was returned to a third party service center. During visual inspection of the device, it was determined the power connector of the unit was corroded. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Event description:
The manufacturer received information related to a dreamstation auto bipap. The device was returned to a third party service center. The device was evaluated by a service technician. The technician reports that the device power connector is corroded, the device will not turn on, and there is dust/dirt contamination in the filters. There is no allegation of patient harm or serious injury. There is no allegation of medical intervention.

Manufacturer narrative:
H3 other text : device evaluated at third party service center.